Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Expiration date - requested, yet to be received. UDI - requested, yet to be received. Device manufacture date - requested, yet to be received. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the physician went to deploy angio-seal vip following procedure the physician reported that when he went to pull back on the device the entire device removed itself from the artery. It was reported that after believing the plug failed to deploy properly the physician stated that he inspected the device and saw no plug. The physician stated that he felt no tension during pullback. Manual pressure was applied. The procedure outcome was reported a success.

Event description:
Additional information was received on (B)(6)2018. The word "plug" refers to the anchor. The physician did not know if the device ever had the anchor attached. The physician felt no resistance when he went to deploy, and when removing the device saw that the anchor was missing. The physician did use fluoroscopy both before and after deployment and did not detect the anchor in the vessel. He did not send the patient for CT and surgical intervention was not required.

Manufacturer narrative:
One 6 fr angio-seal vip was returned for evaluation. The following components were returned: the hemostatic sheath mated with the carrier tube assembly, the arteriotomy locator, and a partially opened polyfoil pouch. No other accessory components were returned. Visual inspection of the carrier tube assembly revealed that the deployment sleeve was in the full rear locked position with the color bands exposed. The anchor was within the carrier tube assembly and hemostatic sheath at the distal end of the device. No other anomalies with the device were noted. Functional testing was conducted. The deployment sleeve was returned to the rear holding position and moved into the forward lock position. The anchor was exposed. The deployment sleeve was moved into the full rear locked position and the anchor posted. The device deployed correctly without any issues. Angio-seal vip IFU states: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." The complaint can be confirmed for pullout. The device was returned with the deployment sleeve in the full rear locked position. The device was deployed as part of functional testing, and the anchor and collagen were able to be deployed from the system. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip.

Event description:
Additional information was received on (B)(6) 2018: the procedure was a left heart catheterization (lhc) using a 6fr sheath. There was no difficulty with arterial access and a pre-deployment angiogram was performed. There was no disease present in the arterial access site. It could not be confirmed that the anchor was left in the patient. The collagen did not deploy. Fluoroscopy was performed in an attempt to locate the anchor.